Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 31dec2018. International UDI # (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The light would turn off due to the unit's vibrations. The fse replaced the power overlay switch to address the finding. The fse also replaced the battery, filters, fan, tubing kit and blower assembly as part of preventative maintenance

Event description:
It was reported that the unit had a faulty light emitting diode (led) indicator. There was no patient involvement. The event date was not specified; estimate used.